Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, although junctional rhythm was seen at the beginning of the implantation procedure, it suddenly disappeared and the patient became dependent on ventricular pacing prior to lead connection. In order to pace immediately, the physician placed the device in the pocket when it was connected to the ventricular lead, however, a pause of few seconds occurred. Considering the time from psa disconnection to lead connection, the pause was longer (approximately 10 seconds). After few junctional beats, the device started to pace.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, although junctional rhythm was seen at the beginning of the implantation procedure, it suddenly disappeared and the patient became dependent on ventricular pacing prior to lead connection. In order to pace immediately, the physician placed the device in the pocket when it was connected to the ventricular lead, however, a pause of few seconds occurred. Considering the time from psa disconnection to lead connection, the pause was longer (approximately 10 seconds). After few junctional beats, the device started to pace.